Event description:
It was reported that a patient underwent a persistent atrial fibrillation ablation procedure with a qdot micro and the patient experienced a stroke. During an atrial fibrillation case, a neurovascular stroke was noticed. Leading up to the discovery of the stroke, the patient was having difficulty with the movement of one of his/her legs. The neurovascular stroke was confirmed by CT scan. The intervention was unknown however the patient was reported to be stable. Patient fully recovered. The physician's opinion on the cause of the adverse event was patient condition / expected risk.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).